Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that non-sustained lead noise episodes due to sensing latency on the far-field channel were observed. Undersensing on the atrial channel due to prolonged blanking and competitive atrial pacing was also observed. Reprogramming and testing for retrograde conduction was recommended. Reprogramming was performed successfully.